Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a faulty force sensor. However the device passed the basic occlusion and displacement test. Further testing could not be performed due to the prime anomaly. Unable to confirm the motor error alarms or the no delivery alarms. The motor passed the motor test. The device had cracked reservoir tube lip and scratched display window.

Event description:
It was reported that the customer's insulin pump alarmed no delivery and motor error several times through the night. Troubleshooting was performed, and the mother was unsure if the drive support cap was flush. During the call, the mother stated that the customer was in the emergency room due to high blood glucose over 400mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.